Manufacturer narrative:
Product event summary: two image files were returned from the field were reviewed. The first image showed a pulse select catheter identified but unable to red the lot/serial number on it, with extended and damaged array. The second image showed an extended catheter array with four electrodes displaced. In conclusion, the reported inverted and knotted array was observed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012907105 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment: on the spiral array segment, the distal arm pebax tube was observed to be pinched. On the spiral array segment, the electrodes # 1, 2, 3, 4 were observed to be displaced. On the spiral array segment, an exposed electrode wire was observed. On the spiral array segment, inverted array was observed. Catheter identification and ablation testing was performed. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Verification of steering mechanisms was conducted. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anoma lies were observed. Verification of sliding mechanism. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity and hipot verification (where applicable): electrical continuity test revealed an open loop on the electrode #1, 2, 3, 4 wire. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter subcomponents: during inspection of the array segment, an electrode wire to electrode # 1, 2, 3, 4 detachment was observed. In conclusion, the spiral array knot was not observed with the catheter. The catheter failed the return product inspection due to spiral array observed to be inverted,electrode wire on spiral array observed to be exposed and an electrode on the spiral array observed to be displaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure,it was noted by the physician that the shape of the ring was abnormal and inverted. An attempt was made to withdraw it, but it could not be retracted into the sheath and a knot was formed. The catheterwas retrieved and removed while remaining clumped inside the sheath within the left atrium. Afterwards, at the physician¿s discretion, the catheter was exchanged and the procedure was continued and completed. The case was completed with pulsed field ablation. It was later noted that the catheter electrode had shifted position on the electrode array. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.